Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h12l11074, h13b22021, h12l13070, h12l13070, h13b07048, h13b07048, and h13c05032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis and septicemia manifested by stomach pain coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin (dose, route, frequency not reported) for peritonitis. The patient was placed on back-up hemodialysis twelve days after the onset of peritonitis and remained on hemodialysis for approximately two months. The cause of the peritonitis was unknown. The patient recovered from the events of peritonitis and septicemia. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritoneal dialysis therapy was ongoing during the patient hospitalization.